Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID 3487a-56, lot# v596727, implanted: (B)(6) 2011, product type: lead; product ID 3487a-56, lot# v627348, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient had six ¿smart¿ meters a few feet from where she slept. It was noted that the patient¿s community was studying the effects of emf radiation. It was noted that the patient had two batteries fail in three years. It was noted that the patient wanted information on the effect of emf on the device or battery. Additional information received reported that the patient had ¿odd battery failures¿ with the stimulators. It was stated that the patient was doing research to see if emi from wireless smart meters for monitoring and billing electricity would cause the patient¿s batteries to deplete prematurely. It was noted that there were 6 ¿smart¿ meters, all of which were 3-6 feet from the patient¿s head and were on the other side of the wall in the patient¿s apartment building. It was noted that the first implantable neurostimulator (ins) had lasted 2 years. It was noted that the patient had left the first ins ¿on all the time.¿ it was noted that the patient¿s stimulation had not shut down until it had reached end of service (eos). It was noted that the ¿it¿ was ¿more like a microwave.¿ it was noted that the patient had a meter that was used and ¿it just had a green, yellow, and red, [the patient] got the same kind of reading off the microwave like [the patient] got off of the wall.¿